Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the physician performed the angioplasty, he opened the 6fr angio-seal evolution device to perform the closure and to send the patient to recuperation. However, when he removed the angio-seal the collagen fell out and he had to perform manual compression. There was no blood loss reported and the patient was stated to be ok.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct the MFR number and to provide the complete investigation results. Follow-up MDR report # 2243411-2018-00095 was inadvertently submitted with the incorrect MFR number. The correct MFR number should have been 2243441-2018-00095. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.